Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe the physician saw a small, white round particle that appeared to be on the inside of the syringe.

Manufacturer narrative:
H.6. Investigation: one 1ml ll syringe was received and visually evaluated. The syringe had its luer collar and tip wrapped in plastic. There was still a noticeable amount of clear liquid presumably medication inside the fluid path of the barrel. No loose or embedded foreign matter was observed in the returned sample. No further evaluation could be performed due to the contaminated nature of the sample and it having been manipulated. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe the physician saw a small, white round particle that appeared to be on the inside of the syringe.